Manufacturer narrative:
Block e1: initial reporter phone number and email address fields have been updated based on the additional information received on august 25, 2025. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf impact code f2301 captures the reportable event of additional device required (forceps) to retrieve the detached wire.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat gallstones performed on (B)(6) 2025. During the procedure, the cutting wire of the dreamtome rx 44 broke and fell off the patient. It was reported that the detached cutting wire was successfully retrieved using forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat gallstones performed on (B)(6) 2025. During the procedure, the cutting wire of the dreamtome rx 44 broke and fell off the patient. It was reported that the detached cutting wire was successfully retrieved using forceps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf impact code f2301 captures the reportable event of additional device required (forceps) to retrieve the detached wire.